Event description:
A distributor in china reported on behalf of a healthcare facility that the tubing of a opt316 optiflow junior nasal cannula was found broken between the tubing and the interface. There was no patient consequence.

Manufacturer narrative:
(B)(4). Section d4: serial number intentionally left blank as the information is not applicable. Method: the subject opt316 optiflow junior nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information, photograph and description of events provided by the customer, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the tubing of the opt316 optiflow junior nasal cannula was observed detached from the swivel grip, confirming the reported fault. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the opt316 optiflow junior nasal cannula. Based on our knowledge of the product the tubing was likely subjected to excessive force, the optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and pediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject opt316 optiflow junior nasal cannula would have met the required specifications at the time of production. The user instructions which accompany the opt316 optiflow junior nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." "Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not crush or stretch tube."